Manufacturer narrative:
This report is for a drill bit - unknown lot. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The device remained in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during a right femur repair utilizing an intramedullary (im) nail in a poly-trauma procedure on (B)(6) 2017. The drill bit broke as a pilot hole was being drilled over a guide wire for a recon screw, after the im nail had been implanted. Two guide wires had been previously inserted. The surgeon decided to leave the broken bit fragment in the patient¿s bone. There was a surgical delay of five minutes related to opening another set. The pilot hole was then re-drilled successfully. No additional x-rays or other medical intervention were required. The final construct included an im recon nail and 6.5mm screws. The procedure was completed successfully with the patient in stable condition. Concomitant devices: guide wire (part# 357.399, lot# unknown, qty 1); im recon nail (part# unknown, lot# unknown, qty 1); stryker drill (part# unknown, lot# unknown, qty 1) . This complaint involves one (1) device. This report is for a drill bit. (B)(4).